Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013(per pif discrepancy noted). Date(s) of removal: (B)(6) 2018(per pif discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail communication the following changes have been made. Events from fu-7 have been deleted and event: medical device removal have been newly added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B21571) inserted for female sterilization. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:b21571 manufacture date: 2013-04 expiration date 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and migraine ("migraine") and underwent ovarian cystectomy ("removal of right ovarian cyst") and ovariocentesis ("drainage of left ovarian cyst"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, migraine, ovarian cystectomy and ovariocentesis outcome was unknown. The reporter considered menorrhagia, migraine, ovarian cystectomy, ovariocentesis and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013(per pif discrepancy noted). Date(s) of removal: (B)(6) 2018(per pif discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. Reporter information added. Events: pain, menorrhagia, migraine, removal of right ovarian cyst, drainage of left ovarian cyst, were newly added. Amendment: the report was also amended for the following reason: reporter information added, additional information added, lot number added. Were deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and migraine ("migraine") and underwent ovarian cystectomy ("removal of right ovarian cyst") and ovariocentesis ("drainage of left ovarian cyst"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, migraine, ovarian cystectomy and ovariocentesis outcome was unknown. The reporter considered menorrhagia, migraine, ovarian cystectomy, ovariocentesis and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (per pif discrepancy noted) date(s) of removal: (B)(6) 2018(per pif discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New event medical device removed was added. Date of essure insertion and removal were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B21571) inserted for female sterilization. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: this case is retention case. All the information of case (B)(4) and case (B)(4) has been transferred. Reporter information added. Additional information added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.